Event description:
Post angiogram of the zenith aaa endovascular graft noted that proximal portion of the graft had been deployed too high and the graft material was encroaching on both the left and right renal artery. Both renal arteries were successfully stented, securing patency of the vessel. No endoleaks were viewed at the conclusion of the procedure.